Event description:
It was reported that there was a connection issue between the titanium adapter and minicap transfer set. This occurred before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Photographic inspection did not identify any abnormalities that could have contributed to the reported condition. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.